Event description:
Clinical staff pulled a safe-t-centesis 6 fr catheter drainage tray to prepare for a patient. Upon opening the tray, the health care providers discovered that one of the enclosed items was damaged. The issue is that the centesis catheter drainage device from the kit/tray was bent. Damaged items were then discarded and a new tray was pulled. This incident occurred three more times with trays, all from the same lot number. No defective product was used on a patient. All the defective/faulty products were discarded. Our endo pre/post department has reported an issue with four of one item. All four items were of the same lot #. The issue is that the centesis catheter drainage device from the kit/tray the needle was bent.